Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was observed on the far-field r-wave and bipolar channels. All lead measurements were stable; the device was reprogrammed and the patient will be closely monitored. The patient was stable.